Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074704) on 15-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("essure coil migrated into uterus and became embedded and ruptured through uterus") and device expulsion ("essure coil migrated into uterus and became embedded and ruptured through uterus") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 5 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed) and surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion and uterine perforation with essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5074704) on 15-feb-2018. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("essure coil migrated into uterus and became embedded and ruptured through uterus") and device expulsion ("essure coil migrated into uterus and became embedded and ruptured through uterus") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 5 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion and uterine perforation with essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.